Event description:
Caller reported a malfunction on pump with a malfunction code. There was no adverse impact to customer¿s blood glucose level. Technical support assisted customer with resetting pump, which resolved issue as malfunction code did not recur. Customer was advised to call back if problem arises again, and caller consented to this suggestion.